Event description:
Pt underwent paratiodectomy. Neurosurgeon monitoring device. Device was placed on pt. Surgeons were concerned that device was not working well. Discontinued use of machine and went to a disposable nerve stimulator. Monitor was removed from service and evaluated by biomed department. Biomed reported that one of the channels in the cable was inconsistent and if lead had been bad the monitoring could be inaccurate. However, leads were functioning properly. Monitor sent to ecri for independent review. Pt did experience a facial paralysis as a result of this surgery because of the superior branch of facial nerve was cut. This machine is used as an aide in surgery. 20% surgeon's knowledge of anatomy.